Manufacturer narrative:
User reportedly was transgressing backwards with their walker and the back leg allegedly broke and the consumer fell. The consumer states they sustained a cut and received stitches. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. MDR is filed based on alleged serious injury.

Event description:
The consumer alleges the back leg of his walker broke as he was trying to walk backwards into his garage, causing him to fall backwards. The consumer allegedly received stitches as a result of the alleged incident. The location of the stitches is not known at this time.